Manufacturer narrative:
This medwatch report reflects 235 initial events and 191 supplemental events summarized as part of exemption number (B)(4). If additional information is received, follow-up reports will be submitted to the FDA.

Event description:
Attorneys have alleged that their clients suffered injuries associated with da vinci surgical procedures. These claims do not involve reportable deaths or malfunctions. These allegations were first received by intuitive surgical, inc. (Isi) on (B)(6) 2014. For those claims where procedure dates are provided, the dates range from (B)(6) 2014.